Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) spike was cut off when opening the packaging. The following information was provided by the initial reporter: "the spike connector and cover was sliced off when packaging was opened".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) spike was cut off when opening the packaging. The following information was provided by the initial reporter: "the spike connector and cover was sliced off when packaging was opened".

Manufacturer narrative:
H.6. Investigation: one sample and photos were provided to our quality team for investigation. Upon visual inspection, the protective cap and the spike were broken. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12142, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. Possible root cause is due to e-entry into the production process of a defective set with a cracked spike during the reprocessing process (instead of rejecting this unit) which was sealed and packaged.

Event description:
It was reported that the bd phaseal¿ secondary set (c62) spike was cut off when opening the packaging. The following information was provided by the initial reporter: "the spike connector and cover was sliced off when packaging was opened."